Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error code e315 was not confirmed during the device evaluation. However, it¿s likely the contact pins of scope connector were scratched while the user was handling the device. As a result, the electrical connection became unstable which led to temporary occurrence of error message e315. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image.¿ the event can be prevented by following the instructions for use which state: ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. Please see correction to e2, as well as updates to e3 and g2.

Manufacturer narrative:
The subject device was evaluated. Device evaluation found the reported error e315 was not reproduced , not confirmed. Flicker and fog test performed and device passed the test with no problem found. Additionally, evaluation noted no leaks were found on the device. Furthermore, the following defects were identified during device inspection: the following events were applicable to tier3, investigation not required. Worn glue on light guide lens. A-rubber glue found cracked. Insertion tube found with scratches. Objective lens edge found chipped, not affecting the image. Play observed on control knob. Distal end plastic cover , scope connector and light guide tube found with scratches. Nicks and scratches on control body noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of error e315 (error-scope error ) found at preparation for use. No patient involvement, no harm or user injury were reported due to the event.